Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units helium transducer was not calibrated. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, checked logs and no abnormally found. Performed helium regulator calibration, high and low pressure calibration, all manifold test, and compressor test. Passed. Endurance test on clinical mode passed, unit tested ok and handed to user.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10